Event description:
It was reported that, this pacemaker inappropriately recorded a numerous ventricular arrhythmia episode due to muscle noise oversensing. The sensing was reprogrammed to bipolar. This pacemaker remains in service. No adverse patient effects were reported.